Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was believed to have high capture threshold. Investigation found that the high capture threshold was actually loss of capture. The lead was found to be dislodged and up in the superior vena cava (svc) upon fluoroscopy assessment. The lead was explanted and replaced. The patient was stable.